Manufacturer narrative:
Additional product code: hrs. (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the complainant indicated that the device broke intraoperative and the shaft of the screw was left in the patient. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the initial open reduction internal fixation (orif) procedure of a distal third radial shaft performed on (B)(6) 2016 the head of the cortical screw broke off. During the procedure the resident had drilled a hole using a 2.0mm drill bit through a 2.7mm locking compression plate (lcp). The drill hole was bicortical. As he put the 2.7x18mm cortical screw in with the help of t8 stardrive screwdriver, it apparently became difficult to screw when he got to the far side. He and the attending are almost certain that he got off track of the drill hole and he started a new hole with the screw. When the screw was fully inserted and contacted the plate the head broke off due to the force. The head of the screw was easily removed; however the shaft of the screw remained in the patient. Surgeon did not replace screw in that hole. Additional screw was readily available for use. Surgery was completed successfully with no surgical delay and additional medical intervention. Patient status following the surgery reported as doing well. This complaint involves 1 device. Concomitant medical products: 2.7mm lcp(tm) plate 10 holes/94mm (part # 247.374, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).